Event description:
A customer reported being unable to test due to the adc device not powering up with a button press or test strip insertion. As a result, the customer experienced symptoms of ¿flushed face¿, choking, a loss of consciousness, and was unable to self-treat. The customer¿s daughter provided chocolate to the customer and then called the ambulance. The customer was transferred to hospital and administered a glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported being unable to test due to the adc device not powering up with a button press or test strip insertion. As a result, the customer experienced symptoms of ¿flushed face¿, choking, a loss of consciousness, and was unable to self-treat. The customer¿s daughter provided chocolate to the customer and then called the ambulance. The customer was transferred to hospital and administered a glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.